Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test test at 0.08730 inches. No excessive no delivery alarms noted. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicate properly with glucose sensor simulator and display the 100 value properly on display graph. No sensor communication anomalies were noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 517 mg/dl on (B)(6) 2018 at 5:30 am. Customer have been vomiting, dizzy and was sweating. Blood glucose value when admitted to hospital was 517 mg/dl. Customer blood glucose reading for time of the incident was unknown. Customer current blood glucose reading was unknown. Customer did not mention if they were using the insulin pump within 48 hours of reported high blood glucose reading event. Customer was treated in the emergency room five times. Customer did not perform carelink upload. Customer reports site is changed (B)(6) 2018. The drive support condition was not mentioned. Customer did not perform high pressure test. Products will not be returning for analysis.